Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvis pain"), abdominal pain ("severe abdominal pain/ chronic stabbing abdomen pain"), genital haemorrhage ("heavy bleeding/ heavy and continous bleeding/ bleeding") and depression ("depression/emotional pain") in a female patient who had essure (batch no. 927076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple pregnancy (5), parity 4 (4 date of births: (B)(6) 2012, (B)(6) 2001, (B)(6) 1993 and (B)(6) 1999), post-traumatic stress disorder in 2012, miscarriage, anemia on (B)(6) 2012, smoker on (B)(6) 2012 and abstains from alcohol on (B)(6) 2012. No complications or problems that occurred at the time of your essure placement procedure. She did not use any birth control or contraception. Previously administered products included for an unreported indication: contraception nos in 2012. Concurrent conditions included metrorrhagia since (B)(6) 2013 and rectovaginal fistula since (B)(6) 2013. Family history included hypertension on (B)(6) 2012. Concomitant products included lafamme in 2013 and medroxyprogesterone acetate (depo-provera) on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression (seriousness criterion hospitalization), dysmenorrhoea ("severe menstrual pain"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), migraine ("severe migraines"), vaginal haemorrhage ("continuous vaginal bleeding for onr year"), rash ("rashes"), allergy to metals ("possible nickel allergy/ hypersensitivity reaction to nickel") and decreased appetite ("loss of appetite"). In 2013, the patient experienced bipolar I disorder ("bipolar manic depression") and bipolar disorder ("bipolar manic depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain/chronic sore back pain"), discomfort ("distress"), pain in extremity ("severe leg pain and arm pain"), application site rash ("red bumps") and pruritus ("constant itchiness"). The patient was treated with ibuprofen, surgery (on (B)(6) 2013, hysterectomy was done) and surgery. Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, fatigue, weight fluctuation, dyspareunia and migraine outcome was unknown and the depression, vaginal haemorrhage, rash, allergy to metals, decreased appetite, bipolar I disorder, bipolar disorder, discomfort, pain in extremity, application site rash and pruritus had not resolved. The reporter considered abdominal pain, allergy to metals, application site rash, back pain, bipolar disorder, bipolar I disorder, decreased appetite, depression, discomfort, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, pain in extremity, pelvic pain, pruritus, rash, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: since childhood she experienced depression and emotional pain. On (B)(6) 2013, laparoscopic bilateral salpingectomy, hysterectomy, dilation and curettage, endometrial ablation with novasure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Ultrasound scan - on (B)(6) 2013: essure confirmation. On (B)(6) 2013, surgical pathology report revealed specimens submitted: bilateral fallopian tubes with essure implants and emc gross description: labeled bilateral fallopian tubes with essure implants. The specimen consists of two metallic wires with springs, one measuring 5.5 cm in length and up to 0.1 cm in diameter with the spring portion 0.2 cm in diameter. The second was 21 cm in length with the spring portion 0.3 cm in diameter. Gross diagnosis: medical devices were consistent with essure implants. Also within the specimen container are multiple fragments of fallopian tube, two fragments of which include the fimbria. Aggregate dimensions are 4.0x3.7x1.4 cm. Serial sectioning demonstrates normal cross sectional profiles. Representative sections are submitted in one cassette. Labeled emc and consists of multiple portions of dark red clotted blood measuring in aggregate 25x1.8x0.6 cm. The specimen is placed inside a biopsy bag and submitted entirely in one cassette. On (B)(6) 2013,CT abdomen/ pelvis with contrast revealed- impression: sizable pelvic loculated fluid collection measuring 9.5 x 8.2 x 7.1 cm; considerations include hematoma, infected hematoma, seroma as well as abscess. Cholecystectomy. Quality-safety evaluation of ptc: quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 9-oct-2017: patient demographic details were added, all the relevant historical condition and lab test was added, events menstrual pain, abdominal pain, back pain, depression, suicidal due to chronic and severe pain, fatigue, heavy bleeding, continuous vaginal bleeding for one year, pain during intercourse, weight fluctuations, migraines, rashes/possible nickel allergy, loss of appetite were added. On 13-oct-2017: all the relevant historical condition and lab test was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvis pain"), abdominal pain ("severe abdominal pain/ chronic stabbing abdomen pain"), genital haemorrhage ("heavy bleeding/ heavy and continous bleeding/ bleeding") and depression ("depression/emotional pain") in a female patient who had essure (batch no. 927076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (5), parity 4 (4) date of births: (B)(6) 2012, (B)(6) 2001, (B)(6) 1993 and (B)(6) 1999), post-traumatic stress disorder in 2012, miscarriage, anemia on (B)(6) 2012, smoker on (B)(6) 2012 and abstains from alcohol on (B)(6) 2012. *no complications or problems that occurred at the time of your essure placement procedure. She did not use any birth control or contraception. Previously administered products included for an unreported indication: contraception nos in 2012. Concurrent conditions included metrorrhagia since (B)(6) 2013 and rectovaginal fistula since (B)(6) 2013. Family history included hypertension on (B)(6) 2012. Concomitant products included lafamme since 2013 and medroxyprogesterone acetate (depo-provera) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression (seriousness criterion hospitalization), dysmenorrhoea ("severe menstrual pain"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), migraine ("severe migraines"), vaginal haemorrhage ("continuous vaginal bleeding for onr year"), rash ("rashes"), allergy to metals ("possible nickel allergy/ hypersensitivity reaction to nickel") and decreased appetite ("loss of appetite"). In 2013, the patient experienced bipolar I disorder ("bipolar manic depression") and bipolar disorder ("bipolar manic depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain/chronic sore back pain"), discomfort ("distress"), pain in extremity ("severe leg pain and arm pain"), application site rash ("red bumps") and pruritus ("constant itchiness"). The patient was treated with ibuprofen, surgery (on (B)(6) 2013, hysterectomy was done) and surgery. Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, fatigue, weight fluctuation, dyspareunia and migraine outcome was unknown and the depression, vaginal haemorrhage, rash, allergy to metals, decreased appetite, bipolar I disorder, bipolar disorder, discomfort, pain in extremity, application site rash and pruritus had not resolved. The reporter considered abdominal pain, allergy to metals, application site rash, back pain, bipolar disorder, bipolar I disorder, decreased appetite, depression, discomfort, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, pain in extremity, pelvic pain, pruritus, rash, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: since childhood she experienced depression and emotional pain. On (B)(6) 2013, laparoscopic bilateral salpingectomy, hysterectomy, dilation and curettage, endometrial ablation with novasure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative ultrasound scan - on (B)(6) 2013: essure confirmation on (B)(6) 2013, surgical pathology report revealed specimens submitted: bilateral fallopian tubes with essure implants and emc gross description: labeled bilateral fallopian tubes with essure implants. The specimen consists of two metallic wires with springs, one measuring 5.5 cm in length and up to 0.1 cm in diameter with the spring portion 0.2 cm in diameter. The second was 21 cm in length with the spring portion 0.3 cm in diameter. Gross diagnosis: medical devices were consistent with essure implants. Also within the specimen container are multiple fragments of fallopian tube, two fragments of which include the fimbria. Aggregate dimensions are 4.0x3.7x1.4 cm. Serial sectioning demonstrates normal cross sectional profiles. Representative sections are submitted in one cassette. Labeled emc and consists of multiple portions of dark red clotted blood measuring in aggregate 25x1.8x0.6 cm. The specimen is placed inside a biopsy bag and submitted entirely in one cassette. On (B)(6) 2013,CT abdomen/ pelvis with contrast revealed- impression: sizable pelvic loculated fluid collection measuring 9.5 x 8.2 x 7.1 cm; considerations include hematoma, infected hematoma, seroma as well as abscess. Cholecystectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2018: quality-safety evaluation of ptc entry of FDA codes, expiration date, MFR date and addition of ptc global number reference incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 03-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2012. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual, abdominal and back pain as well as heavy bleeding. Additionally, after being implanted with essure she began suffering from symptoms of depression and fatigue. Plaintiff also began suffering weight fluctuations and pain during intercourse. Since undergoing the essure procedure, plaintiff has suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. In or around (B)(6) 2013, she underwent a hysterectomy, during which her essure was removed. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly thereafter, experienced increasingly severe abdominal pain as well as heavy (genital) bleeding. Plaintiff underwent a hysterectomy around one year after placement, in which essure was removed. These events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur during essure use. Considering their nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Since a surgical intervention was required to remove the devices, this case is regarded as incident. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvis pain"), abdominal pain ("severe abdominal pain/ chronic stabbing abdomen pain"), genital haemorrhage ("heavy bleeding/ heavy and continous bleeding/ bleeding / continual bleeding"), depression ("depression/emotional pain"), pregnancy with contraceptive device ("pregnant with essure micro-insert"), abortion spontaneous ("miscarriage"), bipolar I disorder ("bipolar manic depression") and bipolar disorder ("bipolar manic depression") in an adult female patient who had essure (batch no. 927076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida (5), parity 4 (4 date of births: (B)(6) 2012, (B)(6) 2001, (B)(6) 1993 and (B)(6) 1999), post-traumatic stress disorder in 2012, miscarriage, anemia on (B)(6) 2012, smoker on (B)(6) 2012, abstains from alcohol on (B)(6) 2012, postpartum hemorrhage, arthroscopy l knee, tonsillectomy and urinary tract infection. No complications or problems that occurred at the time of your essure placement procedure. She did not use any birth control or contraception. On (B)(6) 2013, surgical pathology report revealed specimens submitted: bilateral fallopian tubes with essure implants and emc gross description: labeled bilateral fallopian tubes with essure implants. The specimen consists of two metallic wires with springs, one measuring 5.5 cm in length and up to 0.1 cm in diameter with the spring portion 0.2 cm in diameter. The second was 21 cm in length with the spring portion 0.3 cm in diameter. Gross diagnosis: medical devices were consistent with essure implants. Also within the specimen container are multiple fragments of fallopian tube, two fragments of which include the fimbria. Aggregate dimensions are 4.0x3.7x1.4 cm. Serial sectioning demonstrates normal cross sectional profiles. Representative sections are submitted in one cassette. Labeled emc and consists of multiple portions of dark red clotted blood measuring in aggregate 25x1.8x0.6 cm. The specimen is placed inside a biopsy bag and submitted entirely in one cassette. On (B)(6) 2013,CT abdomen/ pelvis with contrast revealed- impression: sizable pelvic loculated fluid collection measuring 9.5 x 8.2 x 7.1 cm; considerations include hematoma, infected hematoma, seroma as well as abscess. Cholecystectomy. Previously administered products included for an unreported indication: contraception nos. Concurrent conditions included metrorrhagia since (B)(6) 2013 and rectovaginal fistula since (B)(6) 2013. Family history included hypertension. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2012 for genital bleeding, hydrocodone bitartrate;paracetamol (vicodin) from 2012 to 2013 and naproxen sodium (anaprox) from 2012 to 2013 for pelvic pain as well as dienogest;estradiol valerate (lafamme) since 2013 and oxycodone hydrochloride;paracetamol (percocet) from 2012 to 2013. In may 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and decreased appetite ("loss of appetite"). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("continuous vaginal bleeding for onr year"), allergy to metals ("possible nickel allergy/ hypersensitivity reaction to nickel /sensitive to nickel"), application site rash ("red bumps") and pruritus ("constant itchiness"). In (B)(6) 2012, the patient experienced depression (seriousness criterion hospitalization), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain/chronic sore back pain"), weight fluctuation ("weight fluctuations") and dyspareunia ("pain during intercourse"). In (B)(6) 2012, the patient experienced migraine ("severe migraines") and rash ("rashes"). In 2013, the patient experienced bipolar I disorder (seriousness criterion medically significant) and bipolar disorder (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), discomfort ("distress"), pain in extremity ("severe leg pain and arm pain"), emotional disorder ("emotional pain") and post-traumatic stress disorder ("ptsd"). The patient was treated with ibuprofen and surgery (on (B)(6) 2013, hysterectomy was done). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, back pain, fatigue, weight fluctuation, dyspareunia, migraine, emotional disorder and post-traumatic stress disorder outcome was unknown and the depression, vaginal haemorrhage, rash, allergy to metals, decreased appetite, bipolar I disorder, bipolar disorder, discomfort, pain in extremity, application site rash and pruritus had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, application site rash, back pain, bipolar disorder, bipolar I disorder, decreased appetite, depression, discomfort, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, genital haemorrhage, migraine, pain in extremity, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, pruritus, rash, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: since childhood she experienced depression and emotional pain. On (B)(6) 2013, laparoscopic bilateral salpingectomy, hysterectomy, dilation and curettage, endometrial ablation with novasure. Plaintiff used natazia for continual bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test on an unknown date: results: negative. Ultrasound scan on (B)(6) 2013: results: essure confirmation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records received. Pregnancy outcome was updated to spontaneous abortion. Incident. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvis pain"), abdominal pain ("severe abdominal pain/ chronic stabbing abdomen pain"), genital haemorrhage ("heavy bleeding/ heavy and continous bleeding/ bleeding"), depression ("depression/emotional pain"), pregnancy with contraceptive device ("pregnant with essure micro-insert") and abortion spontaneous ("miscarriage") in an adult female patient who had essure (batch no. 927076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida (5), parity 4 (4 date of births: (B)(6) 2012, (B)(6)2001, (B)(6) 1993 and (B)(6) 1999), post-traumatic stress disorder in 2012, miscarriage, anemia on (B)(6) 2012, smoker on (B)(6) 2012 and abstains from alcohol on (B)(6) 2012. *no complications or problems that occurred at the time of your essure placement procedure. She did not use any birth control or contraception. Previously administered products included for an unreported indication: contraception nos in 2012. Concurrent conditions included metrorrhagia since (B)(6) 2013 and rectovaginal fistula since (B)(6) 2013. Family history included hypertension on (B)(6) 2012. Concomitant products included lafamme since 2013 and medroxyprogesterone acetate (depo-provera) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal haemorrhage ("continuous vaginal bleeding for onr year"), allergy to metals ("possible nickel allergy/ hypersensitivity reaction to nickel") and decreased appetite ("loss of appetite"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression (seriousness criterion hospitalization), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain/chronic sore back pain"), weight fluctuation ("weight fluctuations") and dyspareunia ("pain during intercourse"). In (B)(6) 2012, the patient experienced migraine ("severe migraines") and rash ("rashes"). In 2013, the patient experienced bipolar I disorder ("bipolar manic depression") and bipolar disorder ("bipolar manic depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), discomfort ("distress"), pain in extremity ("severe leg pain and arm pain"), application site rash ("red bumps") and pruritus ("constant itchiness"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with ibuprofen, surgery (on (B)(6) 2013, hysterectomy was done) and surgery. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, back pain, fatigue, weight fluctuation, dyspareunia and migraine outcome was unknown and the depression, vaginal haemorrhage, rash, allergy to metals, decreased appetite, bipolar I disorder, bipolar disorder, discomfort, pain in extremity, application site rash and pruritus had not resolved. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, application site rash, back pain, bipolar disorder, bipolar I disorder, decreased appetite, depression, discomfort, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device, pruritus, rash, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: since childhood she experienced depression and emotional pain. On (B)(6) 2013, laparoscopic bilateral salpingectomy, hysterectomy, dilation and curettage, endometrial ablation with novasure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test: on an unknown date: negative. Ultrasound scan: on (B)(6) 2013: essure confirmation. On (B)(6) 2013, surgical pathology report revealed specimens submitted: bilateral fallopian tubes with essure implants and emc gross description: labeled bilateral fallopian tubes with essure implants. The specimen consists of two metallic wires with springs, one measuring 5.5 cm in length and up to 0.1 cm in diameter with the spring portion 0.2 cm in diameter. The second was 21 cm in length with the spring portion 0.3 cm in diameter. Gross diagnosis: medical devices were consistent with essure implants. Also within the specimen container are multiple fragments of fallopian tube, two fragments of which include the fimbria. Aggregate dimensions are 4.0x3.7x1.4 cm. Serial sectioning demonstrates normal cross sectional profiles. Representative sections are submitted in one cassette. Labeled emc and consists of multiple portions of dark red clotted blood measuring in aggregate 25x1.8x0.6 cm. The specimen is placed inside a biopsy bag and submitted entirely in one cassette. On (B)(6) 2013,CT abdomen/ pelvis with contrast revealed- impression: sizable pelvic loculated fluid collection measuring 9.5 x 8.2 x 7.1 cm; considerations include hematoma, infected hematoma, seroma as well as abscess. Cholecystectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvis pain"), abdominal pain ("severe abdominal pain/ chronic stabbing abdomen pain"), genital haemorrhage ("heavy bleeding/ heavy and continous bleeding/ bleeding"), depression ("depression/emotional pain"), pregnancy with contraceptive device ("pregnant with essure micro-insert") and abortion spontaneous ("miscarriage") in an adult female patient who had essure (batch no. 927076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida (5), parity 4 (4 date of births: (B)(6) 2012, (B)(6) 2001, (B)(6) 1993 and (B)(6) 1999), post-traumatic stress disorder in 2012, miscarriage, anemia on (B)(6) 2012, smoker on (B)(6) 2012 and abstains from alcohol on (B)(6) 2012. *no complications or problems that occurred at the time of your essure placement procedure. She did not use any birth control or contraception. Previously administered products included for an unreported indication: contraception nos in 2012. Concurrent conditions included metrorrhagia since (B)(6) 2013 and rectovaginal fistula since (B)(6) 2013. Family history included hypertension on (B)(6) 2012. Concomitant products included lafamme since 2013 and medroxyprogesterone acetate (depo-provera) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal haemorrhage ("continuous vaginal bleeding for onr year"), allergy to metals ("possible nickel allergy/ hypersensitivity reaction to nickel") and decreased appetite ("loss of appetite"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression (seriousness criterion hospitalization), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain/chronic sore back pain"), weight fluctuation ("weight fluctuations") and dyspareunia ("pain during intercourse"). In (B)(6) 2012, the patient experienced migraine ("severe migraines") and rash ("rashes"). In 2013, the patient experienced bipolar I disorder ("bipolar manic depression") and bipolar disorder ("bipolar manic depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), discomfort ("distress"), pain in extremity ("severe leg pain and arm pain"), application site rash ("red bumps") and pruritus ("constant itchiness"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with ibuprofen, surgery (on (B)(6) 2013, hysterectomy was done) and surgery. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, back pain, fatigue, weight fluctuation, dyspareunia and migraine outcome was unknown and the depression, vaginal haemorrhage, rash, allergy to metals, decreased appetite, bipolar I disorder, bipolar disorder, discomfort, pain in extremity, application site rash and pruritus had not resolved. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, application site rash, back pain, bipolar disorder, bipolar I disorder, decreased appetite, depression, discomfort, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device, pruritus, rash, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: since childhood she experienced depression and emotional pain. On (B)(6) 2013, laparoscopic bilateral salpingectomy, hysterectomy, dilation and curettage, endometrial ablation with novasure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test: on an unknown date: negative. Ultrasound scan: on (B)(6) 2013: essure confirmation. On (B)(6) 2013, surgical pathology report revealed specimens submitted: bilateral fallopian tubes with essure implants and emc gross description: labeled bilateral fallopian tubes with essure implants. The specimen consists of two metallic wires with springs, one measuring 5.5 cm in length and up to 0.1 cm in diameter with the spring portion 0.2 cm in diameter. The second was 21 cm in length with the spring portion 0.3 cm in diameter. Gross diagnosis: medical devices were consistent with essure implants. Also within the specimen container are multiple fragments of fallopian tube, two fragments of which include the fimbria. Aggregate dimensions are 4.0x3.7x1.4 cm. Serial sectioning demonstrates normal cross sectional profiles. Representative sections are submitted in one cassette. Labeled emc and consists of multiple portions of dark red clotted blood measuring in aggregate 25x1.8x0.6 cm. The specimen is placed inside a biopsy bag and submitted entirely in one cassette. On (B)(6) 2013,CT abdomen/ pelvis with contrast revealed- impression: sizable pelvic loculated fluid collection measuring 9.5 x 8.2 x 7.1 cm; considerations include hematoma, infected hematoma, seroma as well as abscess. Cholecystectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2018: plaintiff fact sheet received. Event onset dates added. New events miscarriage, pregnant with essure micro-insert and device ineffective added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
A quality-safety evaluation was received on 14-sep-2016. Ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly thereafter, experienced increasingly severe abdominal pain as well as heavy (genital) bleeding. Plaintiff underwent a hysterectomy around one year after placement, in which essure was removed. These events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur during essure use. Considering their nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Since a surgical intervention was required to remove the devices, this case is regarded as incident. Based on the product technical complaint analysis, there is no relationship between the reported event and a quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvis pain"), abdominal pain ("severe abdominal pain/ chronic stabbing abdomen pain"), genital haemorrhage ("heavy bleeding/ heavy and continous bleeding/ bleeding / continual bleeding"), depression ("depression/emotional pain"), pregnancy with contraceptive device ("pregnant with essure micro-insert"), abortion spontaneous ("miscarriage"), bipolar I disorder ("bipolar manic depression") and bipolar disorder ("bipolar manic depression") in an adult female patient who had essure (batch no. 927076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida (5), parity 4 (4 date of births: (B)(6) 2012, (B)(6) 2001, (B)(6) 1993 and (B)(6) 1999), post-traumatic stress disorder in 2012, miscarriage, anemia on (B)(6) 2012, smoker on (B)(6) 2012 and abstains from alcohol on (B)(6) 2012. No complications or problems that occurred at the time of your essure placement procedure. She did not use any birth control or contraception. On (B)(6) 2013, surgical pathology report revealed specimens submitted: bilateral fallopian tubes with essure implants and emc gross description: labeled bilateral fallopian tubes with essure implants. The specimen consists of two metallic wires with springs, one measuring 5.5 cm in length and up to 0.1 cm in diameter with the spring portion 0.2 cm in diameter. The second was 21 cm in length with the spring portion 0.3 cm in diameter. Gross diagnosis: medical devices were consistent with essure implants. Also within the specimen container are multiple fragments of fallopian tube, two fragments of which include the fimbria. Aggregate dimensions are 4.0x3.7x1.4 cm. Serial sectioning demonstrates normal cross sectional profiles. Representative sections are submitted in one cassette. Labeled emc and consists of multiple portions of dark red clotted blood measuring in aggregate 25x1.8x0.6 cm. The specimen is placed inside a biopsy bag and submitted entirely in one cassette. On (B)(6) 2013,CT abdomen/ pelvis with contrast revealed- impression: sizable pelvic loculated fluid collection measuring 9.5 x 8.2 x 7.1 cm; considerations include hematoma, infected hematoma, seroma as well as abscess. Cholecystectomy. Previously administered products included for an unreported indication: contraception nos. Concurrent conditions included metrorrhagia since (B)(6) 2013 and rectovaginal fistula since (B)(6) 2013. Family history included hypertension. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2012 for genital bleeding, hydrocodone bitartrate;paracetamol (vicodin) from 2012 to 2013 and naproxen sodium (anaprox) from 2012 to 2013 for pelvic pain as well as dienogest;estradiol valerate (lafamme) since 2013 and oxycodone hydrochloride;paracetamol (percocet) from 2012 to 2013. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and decreased appetite ("loss of appetite"). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("continuous vaginal bleeding for onr year"), allergy to metals ("possible nickel allergy/ hypersensitivity reaction to nickel / sensitive to nickel"), application site rash ("red bumps") and pruritus ("constant itchiness"). In (B)(6) 2012, the patient experienced depression (seriousness criterion hospitalization), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain/chronic sore back pain"), weight fluctuation ("weight fluctuations") and dyspareunia ("pain during intercourse"). In (B)(6) 2012, the patient experienced migraine ("severe migraines") and rash ("rashes"). In 2013, the patient experienced bipolar I disorder (seriousness criterion medically significant) and bipolar disorder (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), discomfort ("distress"), pain in extremity ("severe leg pain and arm pain"), emotional disorder ("emotional pain") and post-traumatic stress disorder ("ptsd"). The patient was treated with ibuprofen and surgery (on (B)(6) 2013, hysterectomy was done). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, back pain, fatigue, weight fluctuation, dyspareunia, migraine, emotional disorder and post-traumatic stress disorder outcome was unknown and the depression, vaginal haemorrhage, rash, allergy to metals, decreased appetite, bipolar I disorder, bipolar disorder, discomfort, pain in extremity, application site rash and pruritus had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, application site rash, back pain, bipolar disorder, bipolar I disorder, decreased appetite, depression, discomfort, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, genital haemorrhage, migraine, pain in extremity, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, pruritus, rash, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: since childhood she experienced depression and emotional pain. On (B)(6) 2013, laparoscopic bilateral salpingectomy, hysterectomy, dilation and curettage, endometrial ablation with novasure. Plaintiff used natazia for continual bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: results: negative. Ultrasound scan - on (B)(6) 2013: results: essure confirmation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2019: pfs received: events: emotional disorder and ptsd were added. Event onset date were updated. Plaintiffs middle name was added. Concomitant drugs were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.